Event description:
It was reported that the insulin pump alarmed button error and weak battery. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing noted. Unable to verify weak battery alarm due to button or keypad anomaly. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.